Manufacturer narrative:
Updated: device evaluated by MFR., method codes, result codes and conclusion codes. Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was tightly folded with contrast in the balloon and lumen. There was blood in the wire lumen. There were numerous hypotube kinks. Microscopic inspection revealed a pinhole in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.